Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that a caregiver found the patient with a blood glucose of 343 mg/dl while using the ilet system, with the caregiver suspecting the child dislodged the infusion set during sleep and replacing supplies thereafter, and troubleshooting and education were completed. Symptoms included hyperglycemia. Outcomes included no hospitalization and resolution through caregiver intervention. Investigation included customer troubleshooting and education. Investigation of this case revealed no device malfunction reported and a likely loss of insulin delivery due to dislodgement of infusion or infusion-set related issue could not be ruled out. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.